Event description:
It was reported that this right atrial (ra) lead was explanted due to pacing not delivered when required. The ra lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections noted a cut/cuts in the outer insulation and outer coil deformed, possible due to explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities regarding the brady pacing not delivered when required allegation.

Event description:
It was reported that this right atrial (ra) lead was explanted due to pacing not delivered when required. The ra lead was successfully replaced. No additional adverse patient effects were reported.